Manufacturer narrative:
The custom pak lot specific to this event was not known; therefore, lot history and device history review (DHR) reviews were not possible. The customer did not return a sample; however, complaints of a similar nature have been received. The root cause of the customer's complaint was a change that occurred during the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) in late 2014 causing this issue of the plunger stopper to feel harder to push. An action has been opened to address the supplier related issue. The supplier has been notified of this issue and further action has been taken to move to an alternate supplier for 3 cubic centimeter syringes whose product¿s performance is more in line with our customer's requirements. (B)(4).

Event description:
A company representative reported that the surgeon was having difficultly pushing balanced salt solution through the three cubic centimeter syringes while performing hydrodissection during cataract procedures. There was no harm to the patients. Additional information was requested; however, none has been received to date. This is for the second of two reports.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).